Manufacturer narrative:
Alleged failure: giving e41 and e43 error codes. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board due to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.